Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to pull a medication after the device was put into critical override. A technical support specialist (tss) logged into the es server and observed that the issue had already been resolved after the medstation es was rebooted, allowing users to access medications normally. The server was reviewed for root cause, and no system errors were found during the critical override period. It was suspected that the issue was related to temporary invalid access caused by override group permissions on the users account. The tss requested that the customer provide examples of users who attempted to access medications during the event. Further review indicated that transactions were recorded, showing that users were able to pull medications at the time. Users also appeared to have the correct override permissions, and no system-related issues were identified. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the users were unable to pull medication after device was put into critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.